Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device function was normal; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be within the expected limits. The cause of the battery depletion remains undetermined.

Event description:
It was reported during follow up that device was unable to be interrogated. It was noted that 2 weeks previously, patient fell off his bike on his left side where the ICD is implanted. Device was explanted and replaced.